Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. Per service manual operational and diagnostic analysis confirmed reported issue of the image cutting out. The device would intermittently not display video or would display poor quality video. However,the root cause for the reported failure is undetermined. There is no repair authorized for this device, so the device will be placed into long term hold with no further repair activities taking place. Furthermore, no non-conformances were identified for this part number (242400), serial number ((B)(4)) combination. Review conducted per qlik query executed on (B)(6)2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's tck1 camera head had poor image quality and the image was cutting out. The case was completed with another like-device with no patient harm or delay. The device is being returned for evaluation.